Manufacturer narrative:
Additional information has been requested. There has been no response at this time. There is currently insufficient information to determine the root cause of this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that this patient with an edwards surgical valve was placed under consideration for a valve-in-valve procedure. No additional details were provided.

Event description:
It was reported that this patient with an edwards surgical valve underwent a valve-in-valve procedure. No additional details were provided.

Manufacturer narrative:
Updated event or problem.